Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient stated that t heir implant unexpectedly went dead and they started feeling pain/their pain returned. After they charged their implant to full they still did not feel stimulation on (B)(6) 2017. The patient stated that their implant went dead faster than normal so it was unusual that it was depleted. They increased it from 3.0 volts to 5.0 volts but could not feel anything. They synced with their patient programmer which showed that the stimulation was on. The patient was redirected to follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.